Event description:
A report was received that a patient had developed an infection at the thoracic lead site where lead was placed. The symptom was a purulent discharge at the lead site. The physician determined that the wound had opened up which was the only indicator of a possible infection. The wound was reclosed and the patient was treated with IV antibiotics. The patient was reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the lead found no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.